Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with diagnosis of a central island in the left eye following a standard lasik treatment. The patient received a standard lasik enhancement in the left eye approximately 13 months following the original treatment. The patient did not have any loss of best corrected visual acuity prior to the enhancement. Following the enhancement the patient's uncorrected visual acuity was 20/25 in the left eye at a one month exam.

Manufacturer narrative:
The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted.